Event description:
It was reported that cartridge alarm 20 occurred on pump a handful of times over the past month, with exact dates unknown, and that a similar alarm event had been reported previously for this pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was informed that pump would be replaced, with pump replacement arrangements handled under another case. Customer will continue to use current pump.